Manufacturer narrative:
The lead under complaint was not returned for analysis.

Event description:
Ous MDR - it was reported that the patient received 3 shocks one night. The ICD could not be interrogated after that. The patient was hospitalized for planned ablation and the physician decided to exchange the device on the next day, after ablation. During the exchange procedure a possible insulation fracture was observed on the right ventricular lead. It was decided to leave the lead implanted for pace / sense function only. The date of implant was not provided.